Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was newly implanted and high out of range shock impedances were noted. Troubleshooting was performed and the high out of range shock impedances were still present. Two non bsc leads were used with this ICD and remain in service. No adverse patient effects were reported.